Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was sent to a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative condition. The device was returned to a third party service center and the customer's complaint was not confirmed. During the evaluation of the device at the third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.